Event description:
The procedure was to stent the left common iliac/left external iliac via the access site in the right femoral. A 5f sheath was inserted with a glidewire and the lesion was then predilated in the right common iliac. The balloon was then inflated in the left common iliac. The visi-pro 5x37x80 was advanced over the wire. The stent came off of the delivery system and was deployed in the right common iliac, instead of the left common iliac. The next visi-pro 5x27x80 was inserted over the wire in the right femoral site. Again, the stent came off of the delivery system and was deployed in the right external iliac. The left femoral site was accessed, a sheath was inserted and a self-expanding stent was deployed successfully in the left common iliac. Please reference MDR 21838702015-00005 for the other visi-pro used in this procedure.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.